Event description:
It was reported that the hospital received sterile implants with a hair / thread of dust in the packaging. There was no patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary according to the information received, "hospital received sterile implants with a hair / thread of dus in the packaging.". The product was not returned to j&j medtech orthopaedics; however photos were provided for review. See attachment (fjnj 1.jpg, fjnj2.jpg, fjnj3.jpg, fjnj4.jpg). Additionally, a manufacturing investigation was raised for the complaint issue. The photo investigation revealed a hair inside the external shrink wrap plastic of the delta cer head 12/14 36mm +1.5. The manufacturing investigation revealed that the assignable cause was related to human error. Evidence indicates that the device was not successfully inspected for foreign material to meet the acceptance criteria. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the delta cer head 12/14 36mm +1.5 would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device [136536310 / 4708146] and no non-conformances or manufacturing irregularities were identified. However, a nr-0256889 has been created to address the reported issue. Device history review a manufacturing record evaluation was performed for the finished device [136536310 / 4708146] and no non-conformances or manufacturing irregularities were identified. However, a nr-0256889 has been created to address the reported issue. H11 additional narrative: added: d10 (concomitant).